Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they were losing insufflation. They completed the procedure with the device by holding the trocar manually. There was no patient consequence reported. The device was discarded. In a conversation with an ees quality representative and the sales rep, the sales rep indicated the account has not experienced any further issues.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary - as the device nor a lot number were received, a device history review could not be performed.